Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. They reported that they thought they had told their healthcare provider they should call for MRI guidelines, but they did not think they called. They had three mris of their breast, they thought in (B)(6) 2017, (B)(6) 2018, and (B)(6) 2019. They thought their bladder was damaged from the mris. After the mris, the patient had problems they had not had previously. They had a lack of urine control, and knew something was wrong. They thought their bladder was burned from the mris, and wanted to know if the system could be removed, which it was reviewed it could be. The patient was redirected to follow up with a healthcare provider. Additional information was received from the patient. They believed their bladder becoming damaged, and burned from the MRI was caused by, or related to the device or therapy, but they were not sure. When asked what steps were or will be taken to resolve the issue, they replied they were in the process of finding a doctor to remove the device for needed mris of spine, and other body parts, so the issue was not yet resolved. They said the current status of their device was that it was not working. They believed it was damaged form their breast MRI. They were going to have a colonoscopy on (B)(6) 2020 for symptoms which they stated may be related to the device.